Event description:
It was reported, their was lead migration. And therefore, leads were explanted.

Manufacturer narrative:
H3: analysis of product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead revision. A return of pain was noted. Both leads removed. Only able to advance one lead to desired location. Second lead attempted but abandoned during procedure due to scar tissue. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-aug-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 07-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.